Event description:
It was reported that bd alaris smartsite pump infusion set was separated. The following information was received by the initial reporter with the following verbatim. It was reported by customer that when took the tubing out of the machine. The tubing snapped and saline spilled on the floor.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One sample model 2420-0007 was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated just below the pump safety clamp. The tubing was examined under a microscope, and insufficient solvent was found. No other defects or abnormalities were observed. The manufacturing plant found the root cause for the separation to be related to incorrect solvent application by the assembler. The plant issued a quality alert on dec. 8th, 2025 to communicate and reinforce to assembly personnel the correct solvent application method. In addition, the cleanliness of the work area was reinforced, visual inspection will be carried out on the dispenser's alignment, the frequency of inspection was increased, and other opportunities for improvement were reviewed. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.